Event description:
It was reported that during testing conducted at the MFR, the device heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and the unit was found to have worn bearings and internal corrosion. Corrosion and debris contamination within bearings can cause excessive friction and wearing, which may result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. Contrary to the instructions for use, the unit is believed to have been submerged at the user facility.